Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a perforation. No further information is available at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.